Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction. The physician noted that the device was "short on one side" and the rear tip extender (rte) wasn't attached. No additional patient complications were reported in relation to this event.